Manufacturer narrative:
Sorin group deutschland manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group deutschland. The clinician reported that during bypass, an alarm sounded. The control module indicated a level alarm and a pump motor failure. The arterial pump stopped. Over-riding the level alarm and power cycling the pump did not resolve the issue. The pump was hand cranked to maintain blood flow to the pt. The arterial pump was changed out and the case continued without incident. The pump is being returned to sorin group deutschland for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete. There was no report of pt injury. However, it was noted on the incident report; "likely the cause death or serious injury". In addition, the facility notified the country's competent authority. This medwatch report is being filed as a result of these actions.

Event description:
The clinician reported that during bypass, an alarm sounded. The control module indicated a level alarm and a pump motor failure. The arterial pump stopped. Over-riding the level alarm and power cycling the pump did not resolve the issue. The pump was hand cranked to maintain blood flow to the pt. The arterial pump was changed out and the case continued without incident.